Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11 device evaluation: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument for failure analysis. The instrument was found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the clamping pulley. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted subtotal colectomy procedure, the vision side cart (vsc) unexpectedly powered down mid-procedure and despite multiple attempts to reboot the system, the procedure was converted to open. When the issue occurred, the entire system became locked, requiring a power cycle from the surgeon side console (ssc). Troubleshooting efforts included a thorough inspection of the fiber optic cables and power connections in the room's outlets. Upon powering the system back up, the system failed to recognize the optics, necessitating the system to be undocked and redocked. Initially, the fenestrated bipolar forceps (fbf) instrument was not recognized, but after another attempt, the fbf instrument was successfully recognized. Approximately five minutes later, the same error recurred, and a intuitive surgical inc., technical support engineer (tse) was consulted. Upon restarting the system, the vsc display remained black, and the onsite connection had been disconnected. The fiber optic cables and power connections in the room's outlets were thoroughly inspected again. Approximately ten minutes later, the system was successfully restarted; however, it initially failed to recognize the optics. The tse performed a "specific procedure", enabling the system to successfully recognize the optics. However, the fenestrated bipolar forceps (fbf) instrument was not released, requiring the use of the instrument release key for successful removal. Upon removal, it was discovered that the fbf instrument had a broken cable. Subsequently, the system was undocked and redocked a second time. When the monopolar curved scissor and cadiere forceps instruments were re-attached to the universal surgical manipulators, it was identified that the instrument's lives had been depleted during the system reboots. Although the system was successfully rebooted and functioning properly, the procedure was converted to an open approach. This decision was influenced by the length of the procedure, the time spent troubleshooting to get the system operational, and due to unspecified anatomical complications.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the system logs and confirmed that the issue was caused by a power loss at the vision side console (vsc). The fse informed the customer of the electrical problem occurring in the operating room. The customer is currently taking steps to resolve the electrical issue that led to the power loss. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was completed, and the investigation revealed the following possible related system errors: onsite information: invalid response from server on an onsite thread, tool invalid reason: out of uses on universal surgical manipulator 3, vsc system software build levels: patient side cart (psc) and surgeon side console (ssc) not connected, core fiber connections, top to bottom: port 1: none, port 2: psc, port 3: ssc1, port 4: vp note: refer to medwatch report (MDR) with MFR report # 2955842-2025-32644 for MDR submission of the adverse event and malfunction related to the vsc unexpectedly powering down mid-procedure and despite multiple attempts to reboot the system, the procedure was converted to open blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.